Event description:
Independent repair center customer alleged unit has low o2 or yellow light and the key failure is the rexroth valve is stuck. Additional malfunctions include the power switch has a short circuit.